Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about c180j infusion adapter broke off. According to the customer report c180j infusion adapter broke off while preparing to administer ifomide. It was prepared and dispensed and broke while preparing to administer. The pharmacist gave it to him, but he thought it might have been under tension. He said that he was not sure. In the meantime, he asked us to check for a product problem.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample and two photos were provided to our quality team for investigation. Through visual inspection, the spike is observed to be broken off. There was no visible defects that would have led to the breakage. A device history review was performed for lot 2402210, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including attachment and detachment testing as well as separation force, no issues related to this incident were identified. Three retained samples of the reported lot were used for additional evaluation. The products were inspected, no damage was observed on any of the devices that could lead to breakage, liquid could move through the device without issue, and the product functioned as intended. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Based on the sample evaluation, the root cause was determined to be the force exerted on the device. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.